Manufacturer narrative:
(B)(4). The device was returned for analysis and abbott vascular (av) confirmed the reported inability to inflate the balloon due to a tear in the distal outer member. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Scanning electron microscopy was performed on the returned unit and determined that both the inner and outer member at the leak location appeared pinched, with wall thinning and tearing, that may be attributed to mechanical damage to the outer surface of the device. Further assessment determined that the tear in the distal shaft is potentially related to the manufacture of the device and will be addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in the non-tortuous, non-calcified, 80% stenosed, left anterior descending (lad) coronary artery. A 3.50 x 12 mm nc trek rx balloon dilatation catheter (bdc) was selected for the procedure. Prep (air aspiration) was not performed prior to use. The bdc was advanced to the lesion, would not inflate due to a leak mid shaft, and contrast was introduced into the patient's anatomy due to the leak. A new 3.50 x 12 mm nc trek rx bdc was used to successfully complete the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.